Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device coupling tool side was worn out and the clamping jaws were broken. It was also observed that the device failed the check the largest diameter, check the clamps, check the smallest diameter, check for untrue running and check the machine coupling pre-tests. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure prior to use on a patient, it was observed that the quick coupling device would not hold the adjuster diameter wire. It was unknown if there was a delay to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.